Event description:
Sensor applied to forehead of pt undergoing mandibula osteotomy. A turban-like head drape was then wrapped around the pt's head and tightly secured by a towel clamp. Procedure lasted 3.5 hours. Upon removal of the drape and sensor, a red dot was immediately visible on the pt's forehead. Pt was treated with a blanching agent by a dermatologist which resolved the issue completely.